Event description:
It was reported that catheter damage occurred. The opticross imaging catheter was advanced for ultrasound examination of the severely calcified target lesion. During the procedure, a degradation in image quality was observed, so the physician removed the device from the patient. Upon removing the device, it was noted that the shaft was fractured. Another of the same device was used to successfully complete the procedure. No patient complications were reported due to this event.

Manufacturer narrative:
Returned product consisted of the opticross imaging catheter. Visual inspection showed a kink in the sheath assembly. Impedance inspection showed an electrical open distal wave form.

Event description:
It was reported that catheter damage occurred. The opticross imaging catheter was advanced for ultrasound examination of the severely calcified target lesion. During the procedure, a degradation in image quality was observed, so the physician removed the device from the patient. Upon removing the device, it was noted that the shaft was fractured. Another of the same device was used to successfully complete the procedure. No patient complications were reported due to this event.